Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. (B)(4). The manufacturer¿s international service technician confirmed the reported flow issue. The manufacturer¿s international service technician replaced the flow-sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen flow accuracy test at the 0slpm setting. There was no patient involvement.

Manufacturer narrative:
Date of report: 24jul2019. Date received by manufacturer: 26may2019. A gas delivery system (gds) assembly was return for analysis. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the o2 flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.